Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and the reported event could not be replicated or confirmed. The accessory was placed on an in-house mcs instrument, where the instrument was manipulated and the tip cover did not fall off. No product issue was identified. The tip cover accessory was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory was detached in the patient¿s abdominal cavity. The procedure was completed with no reported injury.